Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a calibration error alert. Customer's blood glucose at time of incident was 122 mg/dl. The customer was explained the alarm and possible causes. The customer stated she was 122 mg/dl and now she is at 78 mg/dl and has dropped significantly. The customer was advised that the alert may be cause by rapid increase/decrease in blood glucose value. The customer explained that 2 consecutive calibration errors will lead to a change sensor alert and the sensor will need to be replaced and advised to monitor pump. The customer declined to troubleshoot for needle stuck in serter and on sensor glucose versus blood glucose differences.